Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. It is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the serious adverse events of chest pain, nstemi, uti, oral thrush, fluid overload, hyperkalemia, cellulitis of the left hand, herpes zoster, and generalized weakness. The definitive etiology and timeline for these events is unknown; therefore, causality cannot be established. Per the pdrn, the events were unrelated to ccpd therapy or the liberty select cycler. Esrd patients are considered high risk for acute coronary events. Furthermore, mi¿s and cardiovascular disease are common among ckd patients and generally multifactorial in origin. Based on the information available, the liberty select cycler cannot be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction caused the serious adverse events. However, given the etiology and timeline of events is unknown, the liberty select cycler cannot be excluded from having a possible contributory role in the events. Additionally, per the information available during this investigation, the patients liberty select cycler was not returned to the manufacturer for evaluation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A contact for peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that the patient was admitted to the hospital for cardiac reasons on (B)(6) 2020. Medical records were received on 4/aug/2020. The patient was admitted to the hospital for chest pain and ¿ruled in¿ for a non-st elevation myocardial infarction (nstemi). The medical records also indicate the patient was experiencing multiple medical problems, such as a urinary tract infection (uti), oral thrush (receiving nystatin), fluid overload, hyperkalemia, cellulitis of the left hand (completed 7 day course of antibiotics), (B)(6) zoster (receiving acyclovir), and generalized weakness. The patient has transitioned to hemodialysis (hd) for rrt; however, no dates or treatment data was provided. The record states the patient underwent a cardiac catheterization on (B)(6) 2020, which revealed three-vessel disease with critical stenosis of the ostial left circumflex. The patient was evaluated by cardiothoracic surgery and an intraabdominal balloon pump was placed. The patient was scheduled to undergo a complex cardiac catheterization and a percutaneous coronary intervention pci on (B)(6) 2020. Multiple stents were placed and a rotational atherectomy to the right coronary artery was performed. Following the procedure, the patient was in complete heart block and currently has a temporary pacemaker wire. On (B)(6) 2020. The records indicate the patient presently resides in the intensive care unit (ICU). During follow-up with the patient peritoneal dialysis registered nurse (pdrn), reported that the events were unrelated to ccpd therapy or the liberty select cycler.